Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for sn (B)(4) was performed from 05jun2015 to 09jan2021 and note that this device has been returned for service one time which correlates to the customer reported issue or service repairs. Also, there were no production failures indicated on the source device.

Event description:
It was reported that the device alarmed for no apparent reason as the device passed the pm, but the air in line alarmed while the biomed was using the device. There was no patient involvement.